Manufacturer narrative:
A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss alarm. It was confirmed that the iab catheter is inserted in the right axillary artery of the patient and the patient is waiting for a heart transplant. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - d10. The iab catheter was placed in the right axillary artery (off-label use), and the patient was awaiting a heart transplant. During the call, it was determined that the ¿iab fill¿ key was not used to reset the alarm before resuming therapy. The patient was also noted to be moving significantly at the time of the alarm, which aligned with known potential contributors to gas loss alerts. The nurse was not in the patient room and could not visually identify the catheter but committed to rechecking for blood in tubing and secure connections.